Event description:
Manufacturer's representative reported patient was seen in the hcp office this morning with respiratory depression and hypotonia after a refill from higher to lower concentration compounded intrathecal baclofen (5000 to 2000 mcg/ml) and the same does of 1500 mcg/day. A bridge bolus was not done and the higher flow rate was used with the higher concentration drug still in the catheter. The patient was hospitalized, intubated, and stabilized. Emergency overdose procedures were reviewed.